Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation in the down direction. The customer reported the device has been in use for 2 years with average use of once or twice per day. The device was returned to olympus for evaluation. During the evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer could not identify the substance found in the nozzle. The customer could not confirm any additional reprocessing information. Functional testing was performed and the reported bending angle issue was confirmed: the bending angle in the up direction did not meet with specifications. In addition, the up/down directional knob had excess play. Both of these directional issues occurred due to a worn angle wire. Visual examination found the following additional issues: the bending section cover was discolored; the control unit was discolored; the right/left directional knob was scratched; the lock engagement knob was scratched; the scope connector was corroded; the scope cover unit was scratched; the connecting tube was discolored; and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Based on the results of the investigation, the event ¿the nozzle was clogged with foreign material¿ was confirmed. The foreign material was found to be a type of silicic acid. According to the shape and the adhesion to the nozzle, the silicic acid type including anti-foaming agent, anti-fog lens could have likely originated from tap water or chemicals that remained and adhered to the device due to insufficient reprocessing. However, the origin of the foreign material could not be specified. It was confirmed that there was no deformation in the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual / operation manual: chapter 3, preparation, and inspection, 3.3 inspection of the endoscope, and 3.8 inspection of the endoscopic system: ¿ inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. ¿ inspection of the objective lens cleaning function ¿ inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.